Event description:
The customer reported obtaining erroneously low magnesium (mg) results for three (3) patients, involving the unicel dxc 800 pro synchron system. This report references the adverse event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00080 for the report of the malfunction event which occurred on (B)(6) 2015. The instrument generated "vacuum low and reagent syringe motion errors" at the time of the event. The customer repeated the samples on an alternate dxc and obtained higher magnesium results within the normal reference range for the patients. The erroneously low magnesium results were reported outside the laboratory. One of the three patients was treated for the low magnesium result. Quality control was within laboratory established ranges prior to the generation/reporting of erroneously low magnesium results. Customer is unaware of any adverse consequences noted for the patient that was treated for the low magnesium result.

Manufacturer narrative:
A biomed engineer contracted by the hospital evaluated the instrument and replaced the cartridge chemistry (cc) sample and reagent probes to resolve the issue. Alignment was performed as part of the probe replacement procedure. No further error messages were noted following replacement of the cc sample and reagent probes. The full bec identifier for this event is (B)(4).